Event description:
The customer reported that while the unit was in use on a patient, blood entered the unit. The intra-aortic balloon was removed and therapy was discontinued. The customer reported that during removal of the intra-aortic balloon, the patient experienced internal bleeding.